Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles and the balloon profile were reviewed. Analysis of the balloon noted that the distal end of the balloon was damaged and not folded back neatly into position. In appearance, the balloon appears to have been subject to a drag distally on the balloon wall material. This type of appearance is common with the balloon having been slightly inflated prior to withdrawing device. The proximal end of the balloon has its wings tightly wrapped and evenly folded. As part of the evaluation, the balloon was inflated. No issues were observed with the balloon wall or the inner lumen during or after inflation. No issues were observed with balloon deflation and both at the proximal and distal end of the balloon. Crimp markings were evident on the wall of the balloon indicating full contact between stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found stretching (necking) that was 3mm in length, 2mm distal from port bond skive. This type of damage is consistent with severe resistance being observed during withdrawal attempts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 10mmx5.0mm target lesion contained <45 degree bend and was located in the moderately tortuous and severely calcified left anterior descending(lad) artery. A 12 x 5.00mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the target lesion. Subsequently, the stent dislodged. The physician used a snare to retrieve the dislodged stent successfully. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 10mmx5.0mm target lesion contained <45 degree bend and was located in the moderately tortuous and severely calcified left anterior descending(lad) artery. A 12 x 5.00mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the target lesion. Subsequently, the stent dislodged. The physician used a snare to retrieve the dislodged stent successfully. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).